Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps. The report of system failure primary auto alarm and watchdog failure were unable to be verified during testing after power up process. The event alarms were in the event log. Complaint was not validated, however preventative action taken to replace the speaker . Other maintenance included replacing top case due to physical damage, greased, calibrated device and went on to pass all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps malfunctioned. System failure primary audible alarm and watchdog failure. No patient involvement or injury.